Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective therapy due to right t8 drg lead migration. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.